Manufacturer narrative:
The software investigation found that the reported event was related to a software feature request. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative, at the site, confirmed calibration of the o-arm, (B)(4) 2013. Biomed confirmed the values in the \\ias\d:\data\config \geocal and the one on the backup usb drive in the system were the same. Medtronic representatives trouble-shooting with biomed engineering, found the o-arm and the navigation systems to be functioning properly. In selected projection, need to switch to navigate from instrument or cycle views to the trajectory views, to show projection accurately. This information will be included in future training. Software investigation not completed at the time of this report.

Event description:
A site representative, biomed, reported that as they were doing test spins on sawbones with o-arm and navigation system, using the passive planar, there was an inaccuracy of a few centimeters. Exact measurement or direction of alleged inaccuracy was unspecified. There was no patient present.